Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that prior to a procedure, a piece of plastic was found inside the sterile packaging of the si brite tip 6f 45cm str catheter sheath introducer. The piece was not attached to the product/was free-floating. The product was not clinically used in a patient. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported breach of the sterile barrier. The physician used another product to complete the procedure successfully.

Manufacturer narrative:
The report received from the affiliate indicated that prior to a procedure, a piece of plastic was found inside the sterile packaging of the si brite tip 6f 45cm str catheter sheath introducer. The piece was not attached to the product/was free-floating. The product was not clinically used in a patient. There was no reported patient injury. The product was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to opening. There was no reported breach of the sterile barrier. The physician used another product to complete the procedure successfully. The product was returned for inspection. One sterile 6fr csi was received inside its sealed pouch. No visual anomalies were found on the components. An embedded contamination was found attached to the card holder. The contamination has a yellowish color. The contamination was send to ftir analysis. It has been found that the foreign material is mainly composed of silicon-based components. Comparison test between ir spectrum of mdx medical fluid and foreign material exhibited a high degree of similarity, hence, it supports the assumption that silicon is the principal component of the foreign material. Review of lot 15528962 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The foreign material reported by the customer was confirmed during analysis. After the ftir analysis performed to the foreign material reveled that this material is composed of silicon, very similar to the medical fluid (mdx) that is used during normal manufacturing process. The cause or how this contamination got attached to the mounting card could not be determined. However, this event is related to the packaging process, therefore a risk assessment has been initiated to evaluate this issue.